Event description:
Per the clinic, the patient was prescribed keflex (date and dosage not reported) due to an infection at the abutment site. Implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.